Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In early 2009, the patient reported she has only been on her insulin infusion device for one week and, when she woke up this morning, the luer lock of her infusion set tubing was not connected to her device. She stated, "I don't think I attached the tubing well enough because I was worried, about overtightening it." She said she had an elevated blood glucose reading of 353 mg/dl, which she treated by bolusing insulin via her infusion device. To troubleshoot, the patient was instructed to disconnect from her infusion device and prime the infusion set tubing, she had been using. She was then instructed to give a slight tug on her tubing to make sure the luer lock was properly attached. On follow up with the patient, a short while later, she stated her blood glucose reading has decreased to 220 mg/dl and she is feeling much better. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.